Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to intermittently charge despite using multiple usb cables and wall adapters. The customer's blood glucose was 143 mg/dl. The pump was able to charge after leaving it plugged in for 30 minutes and customer resumed insulin therapy.